Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting out of range rv impedance greater than 2000 ohms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).